Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the legal brief, on (B)(6) 2013, patient underwent total left knee replacement surgery and was implanted with an optetrak device, including a size 3, 9mm optetrak logic tibial inserts made of polyethylene. Patient was diagnosed with aseptic loosening of her left knee replacement and osteolysis and she underwent revision surgery of her left knee on (B)(6) 2021. During the revision, patient's surgeon stated, "there was very extensive synovitis and a very thorough synovectomy of the joint was performed. The polyethylene liner was removed. There was noted to be severe wear of the liner. Next the femoral component was noted to be loose and it was removed. There was significant fibrous tissue beneath it with marked osteolysis." Upon information and belief, the loose components and osteolysis in patient's left knee was due to premature polyethylene wear of the tibial insert.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.